Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of lines displayed on the video image,when the bending section was manipulated. The electrical connector was found leaking and there was also evidence of fluid staining on the electrical contact pins, which may have attributed to the user's experience. The cause of the user's experience was determined to be due to an intermittent contact in the charge coupled device (ccd) cables at the bending section area. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during two diagnostic colonoscopies, there were lines that displayed on the monitor, which resulted in a complete loss of video image. The procedures were completed with different, but similar devices and there were no patient injuries.